Event description:
The pt has reportedly experienced sound quality issues. External equipment was exchanged; however, this did not resolve the issue. Testing showed that the device is not functioning normally. The center will pursue device revision surgery.